Manufacturer narrative:
Device identified: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) a myosure and novasure procedures were performed. The only issue during the procedure was that the fluent console would not recognize the waste bag. It was discovered that the tubing was wrapped around the tissue sock, causing the waste bag to pull up off the hooks. Once readjusted the issue was resolved. After the procedures, the patient was taken to the ICU for sepsis over the weekend. The doctor performed a CT of the bowel and did not find bowel burn or injury to the bowel. The patient is still being observed in the hospital. The doctor suggested that the patient had a possible urinary tract infection not caught before the novasure and myosure procedures. The patient is currently being medically managed. No additional information available.